Manufacturer narrative:
(B)(4). H6: health effect - clinical code- 4581 appropriate code/ term not available ¿ lump.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.